Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, there was debris in the centrifugal pump. The product was changed out. There was no pt involvement as this occurred during prime. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a f/u report when more info becomes available. (B)(4).